Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿scan error¿ message was received with the adc device. The customer indicated that due to this, they were unable to obtain sensor readings. The customer was unable to self-treat, requiring treatment of sweets and chocolate from a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a ¿scan error¿ message was received with the adc device in use with an samsung galaxy a21, os version 2 and app version 12.0. The customer indicated that due to this, they were unable to obtain sensor readings. The customer was unable to self-treat, requiring treatment of sweets and chocolate from a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (storage state). Log file showed that the user had attempted to activate the sensor but was not able to get to an active paired state. As a result, sensor returned to storage state (sensor state 1). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. An extended investigation has been performed. Visual inspection has been performed on the returned sensor and did not observe any abnormalities. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (storage state). The customer's complaint was attempted to replicated by using similar configuration and the sensor was able to communicate successfully without any issues. Sensor activation message was observed which indicates that the customer's complaint was not observed. Therefore, issue is not confirmed. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.